Manufacturer narrative:
Siemens completed investigation for a customer observation of a elevated atellica im high sensitivity troponin I (tnih) retest result on a patient sample ((B)(6) 2023) that was discordant compared to a lower result on an alternate method. The customer observed a reproducibly elevated atellica tnih result on a patient that resulted as low/normal on an alternate siemens high sensitivity troponin I method. The atellica im tnih resulted greater than the method 99th percentile listed in the assay instructions for use (IFU). The alternate method resulted below the method's 99th percentile. Quality control (qc) was within expected limits on both methods. The sample was tested on atellica im tnih after treatment with nonspecific antibody / heterophilic blocking tubes (nabt/hbt). While the results were still elevated, this is indicative of a heterophile or other non-specific antibody causing the initially more elevated result. The atellica im tnih and the alternate siemens high-sensitivity troponin I method use the same antibodies, however, they are adapted to each technology's' conjugate and platform architecture. The antibodies have the same binding sites but different antibody fragment types. Reaction time and temperature are different between the methods. Values obtained with different assay methods cannot be used interchangeably. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. The limitations section of the IFU states: "heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Based on the available information, the cause of the discordant result is indicative of a heterophile or other non-specific antibody causing the elevated result. The customer is operational, and the reported issue is resolved by routine troubleshooting. Initial MDR 1219913-2023-00311 was filed on 02-dec-2023. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results. Note: this MDR 1219913-2023-00311 supplemental 1 report is submitted for the repeat discordant result obtained on 16-nov-2023. MDR 1219913-2023-00312 supplemental 1 report was submitted for the initial elevated result obtained on (B)(6) 2023.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report an observation of discordant atellica im high sensitivity troponin I (tnih) elevated results on a patient sample. Results were lower (negative) when the patient was retested at another site with a different siemens test method. Discordant sample tube type: heparinate sample tube with silicone centrifugation 1800g for 10 minutes the sample was also tested with nabt and hbt at the customer site and the results obtained were lower than the initial elevated result. The interpretation of results section of the atellica tnih instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating. This MDR report is submitted for the retest discordant result obtained on 16-nov-2023. Another MDR report was submitted for the initial result obtained on 15-nov-2023.

Event description:
The customer obtained discordant atellica im high sensitivity troponin I (tnih) elevated results on a patient sample. The patient was retested at another hospital with a different siemens test method and results were negative and coronary radiology was negative. There are no allegations of patient or user intervention or adverse health consequences due to the discordant tnih results. Sample ID (B)(6) initial atellica im tnih result on (B)(6) 2023. 6640.9 pg/ml - discordant retest atellica im tnih result on (B)(6) 2023 .6229.2 pg/ml - discordant per IFU - overall observed 99th percentile of 45.20 pg/ml (ng/l) testing at other hospital lab: dimension vista initial result: 8.7 ng/l dimension vista retest result: 9.8 ng/l per IFU - overall observed 99th percentile of 58.9 pg/ml ng/l.